Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The customer contacted olympus technical assistance support (tac) to report the issue of bent cable pins connecting to the monitor. The troubleshooting was provided based on the reported information and the issue was resolved. The device was not returned to olympus for inspection and the reported failure was resolved by the troubleshooting. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bent digital visual interface cable pin. The issue was found during inspection for use. There were no reports of patient involvement.